Event description:
It was reported that the patient was having an irritation at the ipg site. The patient underwent a pocket site revision procedure wherein the ipg was moved and was doing well postoperatively.